Event description:
The reporter contacted animas on (B)(6) 2012 alleging that they attempted to set a temporary basal rate, however, it has been getting canceled after the patient sets it. The reporter indicated that they set a temp basal rate at -10% and after a few minutes, it turns itself off. The reporter indicated that they received a warning minimum basal rate limited to 0.025 u/hr. Which is expected. The reporter indicated that none of their basal rates were low enough to meet the minimum rate. The reporter indicated that they did not do anything to cancel the temp basal. There was one instance of a suspend in the pump history which would cancel the temp basal; however, the patient indicated that the issue occurred multiple times. This report is being made based on the allegation that the temp basal rate would not hold in the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2013 with the following findings: a review of the black box and the suspend history shows that on (B)(6) 2013 the pump was suspended during a temp basal program, and when the pump was resumed it reverted back to the regular set basal program. During investigation, a temp basal program was set and then the pump was suspended. The pump clearly displayed the appropriate warning on the screen 'if active temp basal and combo bolus have been canceled". A normal 10 unit bolus and a 10 unit audio bolus were successfully performed and both were recorded in the pump history. The keypad buttons were tested and all were appropriately responsive to user input; no keypad hypersensitivity was observed. There was no defect found on investigation.